Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized due to cardiac arrest for which the device did not deliver appropriate therapy. The device was reprogrammed and remains in service. A copy of the device¿s memory was provided to boston scientific technical services (ts) for guidance. Ts observed small amplitude noise on the ventricular channel that may be a signal from a very sick heart because the shock channel showed very wide and disorganized signals. However ts also noted that it could also be non-physiologic and recommended further investigation to rule out any possible lead integrity issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A copy of device memory was provided to bsc technical services (ts) for further evaluation. Ts confirmed that several episodes were stored by the device on (B)(6) 2018. One episode (v-1310 at 18:22) was confirmed to be a ventricular tachycardia (vt) episode; however, therapy was not delivered because shock therapy was programmed off in that lower therapy zone (i.e., the vt zone was programmed as a ¿monitor only¿ zone). Although the device¿s higher therapy zone (vf zone) was programmed to provide therapy, the patient¿s arrhythmia was not fast enough to meet the programmed detection rate for that zone (240 bpm). Ts confirmed that the device was operating appropriately and no therapy was delivered based on the programmed settings. The stored episodes that occurred a few seconds after episode v-1310 were also reviewed, and they were confirmed to be non-sustained episodes (e.g., therapy was appropriately not delivered because the detection criteria were not met). Ts reviewed electrograms (egms) from these non-sustained stored episodes and noted the presence of small amplitude noise on the medtronic right ventricular (rv) defibrillation lead. The noise was noted on the shock channel and was very wide with disorganized signals. Ts noted that these noise characteristics are consistent with signals that can occur with a very sick heart. However, ts also advised that the noise could potentially be non-physiologic and recommended further evaluation of the rv lead to determine if there were any lead integrity problems that may be contributing to the observed noise. It was reported that the ICD was subsequently reprogrammed and the device remains implanted and in service. No additional adverse patient effects.